Manufacturer narrative:
Concomitant medical products: product ID: ct900, serial# (B)(4), product type: mobile platform. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine(10.0 mg/ml, 0.8 mg/day) via an implantable infusion pump for the treatment of spinal pain. The patient had medical history of compromised kidney function, chf and cancer. It was reported that the patient experienced altered mental status. The patient was hospitalized, experienced kidney compromises and was on multiple medications. The patient was hospitalized for multiple reasons and was having bouts of confusion. Patient's wife was convinced that "it is the morphine". The pump was decreased to minimum rate. The issue was not resolved and patient status was alive with no injury. No further complication was reported.